Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Onxace 23 (B)(4) replaced with onxace 27/29 (B)(4).

Manufacturer narrative:
The manufacturing records for the onxace-23 sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review was performed of the available information. The onxace-23 sn (B)(4) was implanted (B)(6) 2015. ¿and replaced by onxace-27/29 sn (B)(4) on [(B)(6) 2016] (300 days postop) due to a paravalvular leak (pvl). Operative report (at explant) describes significant hemicircumferential dehiscence (separation of valve cuff from annulus tissue). There were no vegetations or biofilm, but burrowing within the annulus and ventricular myocardium below the annulus was suggestive of infectious etiology, although there was no gross purulence encountered. This is a case of paravalvular leak due to probable endocarditis (infection) that created a deterioration of the annular tissue to which the valve cuff was attached. Pvl and endocarditis are known risks for aortic valve replacement surgery. Both are listed as potential adverse events in the on-x valve instructions for use. Objective performance criterion report a rate of all pvl of 1.2 %/patient-year, major pvl of 0.6%/patient-year, and endocarditis also at 1.2 %/patient-year [iso 5840:2005]. In clinical trials, late (>30 days) occurrence of 1 major pvl was observed in a study of 142 aortic on-x patients [mcnicholas 2006}. Another study of 184 aortic on-x patients reported 5 late pvls, of which 2 were major [palatianos 2007].¿ root cause for this event is paravalvular leak subsequent to deterioration of aortic valve annular tissue attributed to probable endocarditis. No further action is warranted at this time. The on-x heart valve design fmea 940816 01 thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. Post production residual risk is communicated in the product¿s labeling and IFU. Given the information from the clinical report, the cause of failure was endocarditis resulting in the failure mode, pvl. Root cause for this event is paravalvular leak subsequent to deterioration of aortic valve annular tissue attributed to probable endocarditis. Both are listed as potential adverse events in the on-x valve instructions for use.

Event description:
Operative indications: a (B)(6) man who underwent aortic valve replacement (B)(6) of last year with mitral valve repair. He, (B)(6) 2015, had a 23 mm on-x valve and a 32 mm cosgrove ring annuloplasty performed. Postoperatively, he did well, except for atrial fibrillation and was seen in the (B)(6) clinic. A routine postop echo in (B)(6) was normal postoperative findings. The patient presented on (B)(6) 2016 with hemoptysis and a 1 month history of shortness of breath. He had a respiratory viral screen pcr positive for rhinovirus and enterovirus. He had blood cultures that were negative, was discovered to have a perivalvular aortic valve insufficiency that was judged as severe by echocardiography. There were no vegetations. Cultures were negative. Crp was normal. Sed rate was 16. White count was normal. The patient had no fever. He has a history of a positive mono spot for tb. It was felt the patient had severe perivalvular aortic insufficiency and required surgery. It was not determined whether he had evidence of prosthetic valve endocarditis. He was seen by infectious disease consultation on (B)(6) who confirmed all the above findings, but did not see the patient in regard to query of prosthetic valve endocarditis and so made no recommendations for antibiotic therapy. Cultures were negative. Antibiotics were not administered at (B)(6) hospital. The patient was transferred. He has had a previous coronary arteriography that demonstrated negligible coronary artery disease and a right dominant system. His st as predicted risk of mortality score was 5.36% for a redo aortic valve. Treatment options anticipated outcome, surgical risks were discussed with the patient. He voiced understanding and wished to proceed with surgery. He desired to have a mechanical aortic valve prosthesis.